Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, the fraction of inspired oxygen (fio2) readings on the monitor is 100% and cannot be adjusted. The customer has identified the issue to be related to the blender delivery. The customer stated there was no patient involvement associated with this event.